Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the needles that broke from the same product code / lot / batch? Did the needles break and fall into patient? If yes, were they retrieved? And how? Was the procedure completed successfully? And how? Any patient consequences / ae outcome as a result of the event reported? Any samples available to be returned for evaluation? If yes, please provide the contact name and mailing address for the return shipper kit to be sent.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During the procedure, the needle broke while suturing the patient. It is unknown how the procedure was completed. There were no adverse consequences reported for the patient.